Manufacturer narrative:
This report is filed april 28, 2014.

Event description:
Per the clinic, the patient experienced facial nerve stimulation with device use. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2013, and the patient was reimplanted with a new device during the same surgery.the device has not been made available for analysis as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4). Device currently unavailable.